Manufacturer narrative:
Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). Two 8fr angio-seal vip devices were returned for product evaluation. One angio-seal vip device was received in sealed header bag and another one was received in opened header bag. The sealed header bag was opened and all components were returned lodged in the plastic tray. The sheath was checked for maneuverability using digital pressure. Upon examination, the sheath was found brittle and it fractured upon application of minor pressure. No other visual anomalies were noted. The device that was returned in the opened pouch was visually inspected and all components were noted to have no anomalies. The sheath was checked for maneuverability using manual pressure. Upon examination, it was found that the sheath held its material integrity and kinked upon application of high pressure but it did not fracture. No visual anomalies were noted. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Event description:
The user facility returned an unused/unopened angio-seal device for evaluation. When the angio-seal device was opened it was noted that the sheath was brittle and it had shattered. Additional information was received on 08jan2020. The angio-seal device was not stored in a pyxis system.